Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have a frayed pitch cable at the distal end. The frayed cable segment that contains the crimp was still installed in the clevis. The complaint was confirmed by failure analysis.

Event description:
It was reported that prior to the start of a da vinci-assisted ventral hernia surgical procedure, the fenestrated bipolar forceps instrument failed to articulate properly. The drapes were checked, and other troubleshooting procedures were followed; however, the instrument continued to fail to articulate properly. Another instrument of the same type was used with no issues. The procedure was completed with no patient harm. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the surgeon was not in the room when the issue occurred. The failure was not related to an inability to move the instrument at all. The movements of the surgeon did not scale appropriately to the instrument (e.g., distance intended matched distance instrument moved). It is unknown if the movement was greater or lesser than intended and it is unknown if the instrument moved in its intended direction (e.g., intended direction=right and observed instrument movement=right). The timing of instrument movement was not appropriate but there was no shakiness, no friction, and no instrument-to-instrument or system arm-to-arm interference. It was not disclosed if there were any external collisions that occurred. The reported issue was persistent, and customer had inspected and tested the instrument prior to start of the surgery with no damage found. There was no report of patient harm as a result of this event.